Event description:
It was reported the drill would not shut off during testing. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the MFR and event as reported was duplicated. It was visually observed that the sockets were burnt and upon disassembly, that the potted trigger, motor, and bearings were 3rd party. It is very likely that due to the previous repairs involving 3rd party components, the fit between the trigger shaft and potted trigger assembly was not optimized, leading to quicker wear and damage to the components and thus the parent "stickiness." As a result of the stickiness, it is likely that the stuck trigger could have compressed the magnet and sent a signal for the device to run when the user was not holding down the trigger. The device was repaired and returned to the customer.